Manufacturer narrative:
The customer stated they suspect pre-analytical or sample integrity issue but has not come to conclusion yet. The customer is continuing to monitor the instrument and assay. The samples were collected in plasma tubes with gel separator, and centrifuged at either 4000 rpm for 5 minutes or 3400 rpm for 10 minutes. Qc was within the established ranges. Service was offered but declined by the customer. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated ckmb result, above the normal reference range, generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Repeat testing produced results within the normal reference range. It is unknown if the patient treatment was affected.